Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and eight months later, the patient scheduled for the filter retrieval. Contrast was injected and this demonstrated that the filter was tilted to the right. The tip of the filter appears to project outside the lumen of the inferior vena cava. The tip of the filter was embedded into the right lateral wall of the inferior vena cava. A portion of the filter was captured, and gentle pressure was applied to see if the filter could be repositioned centrally within the inferior vena cava for removal. This resulted in displacement of 2 of the legs of the filter extending above the tip of the filter and extending to the left. Further attempts to retrieve the filter were unsuccessful since the tip of the filter could not be advanced into the cone. Subsequently two weeks later, computed tomography (CT) revealed that the hook of the bard recovery filter was at the l2-l3 interspace. The filter was severely tilted laterally, and the hook perforates the inferior vena cava wall. All the struts of the filter perforate the inferior vena cava up to 28mm. One medial strut perforates the inferior vena cava wall and contacts the aorta. One anterior strut perforates the inferior vena cava wall and was embedded within surrounding small bowel. One posterior strut perforates the inferior vena cava wall and contacts the l4 vertebral body. On the next day computed tomography (CT) revealed that possibly some of the legs of the filter have intruded into the extravascular space and the legs protruding somewhat cephalad in appearance. Approximately six days later, malpositioned filter causing pain and patient scheduled for the filter retrieval. Abdomen was prepped and draped. A midline incision was made with a blade. The peritoneal cavity was entered and then placed the book walter retractor and retracted the small bowel to the right and expose the retroperitoneum. Then proceeded to dissect down to the vena cava. It was observed multiple prongs of the filter, sticking out of the inferior vena cava. The tip of the filter which was noted to be tilted. A longitudinal venotomy was made and filter was identified in the vena cava. It was densely adherent to the wall and using blunt and sharp dissection, it was able to free it and removed the filter in its entirety. Repaired venotomy with a running 4-0 prolene suture. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava (ivc), retrieval difficulties and material deformation. However, the investigation is inconclusive for pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted laterally with hook perforated the inferior vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted laterally with hook perforated the inferior vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.